Manufacturer narrative:
Updated field: b4, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly due to the invasion of blood. The fse stated that this was due to incorrect operation by the user. Electrical safety, functional checks, and calibrations were performed to manufacturer specifications.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) counterpulsator, the catheter balloon punctured, allowing blood to enter the pim. No damage or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.